Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced on (B)(6) 2016 due to dislodgement. The patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information on 06/01/2016 indicated that the lead dislodgment was discovered when the left ventricular lead exhibited a loss of capture.